Manufacturer narrative:
The computer was replaced and this resolved the issue. The faulty computer was not returned for analysis or testing.

Event description:
Site reported that the system is slow and freezing at the point where he selects the profile. The system just sits at this screen and does nothing. This was after completing a case and getting ready for the next. When they click on anything the system hangs and they have to shut down the system.